Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The hernia was treated by surgical intervention. Peritoneal dialysis therapy was suspended and the patient was placed on hemodialysis therapy with an expected of duration of a couple of months while the hernia healed. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.